Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter. The following information was provided by the initial reporter: customer received 1 case of ime24260007 with multiple eaches containing residue in them and unusable. Injuries or adverse event: no item: 2426-0007 quantity affected: 1 cs serial/lot number: (B)(6). Additional information received from the customer: could you please clarify whether the residue was found inside the tubing or within the packaging? The residue was found within the tubing and fluid chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.